Event description:
It was reported that the patient was not feeling stimulation from the implantable neurostimulator (ins) and she saw "device not supported" screen on her patient programmer. The patient had not used the programmer since getting new implants. New batteries were used but the screen stayed blank. The patient was dropping things and falling while trying to do the task. The patient reported 15 falls in the 3-4 week prior. Troubleshooting was done with the patient's clinic and it was discovered that the programmer wasn't working. They were not able to adjust the stimulation. The batteries were not orientated correctly in the programmer. After that was corrected, the programmer was working. After interrogation, the patient saw "programmer not compatible" screen. It was believed the patient was using the incorrect programmer. After troubleshooting with the manufacturing representative, it was discovered that the device was in a "power on reset" condition. The device was reset and was working normally. Reference MFR report # 3004209178-2012-05051 for related concomitant device event.

Manufacturer narrative:
Product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0504299v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0504299v, product type lead; product ID 3387-40, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).